Manufacturer narrative:
Other applicable components are: product ID: 977a290, lot# 0210356257, implanted: (B)(6) 2015, product type: lead; product ID: 977a290, lot# 0210356256, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned lead lot # 0210356257 concluded that there was no significant anomaly. The complete lead (90.2 cm) was received for analysis. Visual inspection of the lead did not reveal any significant anomalies. Both ends were intact and undamaged. Inspection of the insulation verified that the outer insulation was cut, consistent with explant damage. Suspected body fluids were observed in the lead. Inspection of the braid verified that the braid was cut. The braid protrudes through the insulation. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. Analysis of the returned lead lot # 0210356256 revealed that all conductors were fractured. The complete lead (90.2 cm) was received for analysis. All conductor wires were fractured at 7.2 cm from distal end. The electrode end insulation was broken/torn under the electrode. The connector end was intact and undamaged. Inspection of the insulation verified that the outer insulation was pinched. Suspected body fluids were observed in the lead. Inspection of the braid verified that the braid was broken. The braid protrudes through the insulation. The stylet wire was visually ok. Electrical testing determined that the continuity of the conductors was not complete; there were open circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note, the location of the conductor fractures was corrected. Analysis of the returned lead lot # 0210356257 concluded that there was no significant anomaly. The complete lead (90.2 cm) was received for analysis. Visual inspection of the lead did not reveal any significant anomalies. Both ends were intact and undamaged. Inspection of the insulation verified that the outer insulation was cut, consistent with explant damage. Suspected body fluids were observed in the lead. Inspection of the braid verified that the braid was cut. The braid protrudes through the insulation. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. Analysis of the returned lead lot # 0210356256 revealed that all conductors were fractured. The complete lead (90.2 cm) was received for analysis. All conductor wires were fractured at 17.2 cm from distal end. The electrode end insulation was broken/torn under the electrode. The connector end was intact and undamaged. Inspection of the insulation verified that the outer insulation was pinched. Suspected body fluids were observed in the lead. Inspection of the braid verified that the braid was broken. The braid protrudes through the insulation. The stylet wire was visually ok. Electrical testing determined that the continuity of the conductors was not complete; there were open circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, lot# 0210356257, implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, lot# unknown, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for chronic pain. There was great effect of the spinal cord stimulation after the first stage of the ins was implanted; the stimulation was working well. A loss of stimulation was reported after a few months of normal use. They had "controlled" the ins with the clinician programmer. There was high impedance (greater than 10 ,000 ohms) on a couple of contacts so the stimulation was reprogrammed. It worked quite well for a couple of months, however, a loss of stimulation was reported again. The clinician programmer indicated high impedance (greater than 10,000 ohms) on all contacts. The patient underwent a revision. The trialing cable was used to measure the impedance on the leads and it confirmed all contacts were more than 10 ,000 ohms. There were no injury or other factors reported that may have led or contributed to the issue. The diagnostics/troubleshooting performed included an x-ray of the whole implanted system, in addition to the impedance measurement. The leads were explanted and replaced. The stimulation now worked well and the issue was resolved at the time of the report.